Event description:
Hcp reported that the pt was experiencing a "shocking sensation." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.